Manufacturer narrative:
Date of reported event is unknown. The part number and lot number of the affected device was not provided.

Event description:
Information was received regarding a cadd extension set. It was reported that the product leaked at the line filter. Patient's clothing got wet, but there as not injury or adverse effects. She changed the lines and was able to continue her infusion with no interruptions.